Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by anesthesia that in the operating room when placing lines for a male liver transplant patient, they encountered difficulty. When inserting the multi-lumen access catheter (mac) into the internal jugular, he could not advance it and tried to pull back when the spring wire guide (swg) frayed/kinked. The md inserted another swg and the procedure was completed successfully. There was no patient death. An injury of possible laceration and hematoma to the internal jugular is stated. It is unknown if medical intervention was required. Additional information received on (B)(6) 2011 from the sales representative stated the swg unraveled when being removed, it did not break and no fragments were retained. The patient injury was a hematoma at the site, manual pressure was applied. The case was 5 hours long and the hematoma size remained unchanged. The same insertion site was used for the successful catheter insertion.